Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power drive device had no power. It was further reported that there was an engine failure of the device. It was reported that there were no delays in the surgical procedure and a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate